Event description:
Boston scientific received information that this right atrial (ra) lead lead displayed pace impedances greater than 2500 ohms through the device and on the pacing system analyzer (psa). As a result the lead was capped during a procedure upgrade the patients device for normal battery depletion. The patient is in chronic atrial fibrillation so the physician did not implant a new ra lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.